Event description:
It was reported to vyaire medical that the bellavista ventilator has techinical failure 325 "epc fan does not rotate correctly" during patient use. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the root cause of the issue was due to rough handling / lack of following repair instructions. Epc fan is not rotating smoothly causing the alarm 325 - ""epc does not rotate correctly"" is triggered since 22/08/2022. It seems that the cooling fan's axis is slightly bent due to the permanent mechanical force added to the rotor part. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.